Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating that a 1124 "battery failed" alarm error was logged in the event log. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The authorized service provider (asp) evaluated the device and found that the 1124 "battery failed" alarm error was logged in the event log. The asp therefore replaced the internal battery for repair, after which the issue was resolved as the 1124 "battery failed" alarm error did not reappear. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.